Event description:
Reportedly, a colon perforation occurred one week after surgery. This perforation was very small and in the area of the intestinal tract that was not involved in an area of dissection. Procedure: ventral hernia repair. Pt status: unk.